Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's doctor initially reported via phone call the customer had been hospitalized due high blood glucose and believes the insulin pump is not functioning. Customer's doctor was advised the troubleshooting had to be performed on the insulin pump to have the customer call. Customer later reported via phone call she was hospitalized due to high blood glucose between 400 to 500 mg/dl on (B)(6) 2017. Emergency medical services were dispatched as customer had surgery on her foot and was unable to go down the stairs, then she was taken to the hospital. Customer's symptoms were vomiting. She had changed the infusion set prior to calling and blood glucose was not lowering. Customer stated she had to disconnect from the device as it kept being and it shut off. Customer stated they still were unsure what was causing the high blood glucose. Troubleshooting was performed on the insulin pump and no anomalies were noted on the device. The customer had to call back to perform the high pressure test, which it passed. The insulin pump is not returning for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.